Manufacturer narrative:
Eval summary: based on the analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry info received visual and functional examination, the unit was found to require: fastening material exchanged, encoder subassembly replaced, translational cable replaced and mechanical upgrade was performed. The database was reviewed and no prior servicing history was found, therefore no service history review could be done. After servicing and upgrades the unit passed all qa functional testing. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported by the customer that they are returning their unit to elsg for service. Description of failure: l3-002 green cable not functioning. Sthc1 is also sent as a part of the system. No further info is available. No reported pt consequence.